Manufacturer narrative:
(B)(4). The device history review could not be conducted since the lot number provided is not a valid number. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that when the device was being used for a procedure and the catheter was being passed through cap with the diaphragm, this little diaphragm piece is falling out. It fell into the patient twice.